Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) and right ventricular (rv) pace/sense lead exhibited noise, oversensing and pacing inhibition. The noise was felt to be consistent with oversensing of the respiratory rate trend (rrt) feature. Review of stored device memory noted spikes in pacing impedance measurements greater than 2,000 ohms on both leads. It was noted that the patient is dependent on atrial pacing and does not conduct with loss of ap. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that device was explanted and replaced and the ra and rv leads were surgically abandoned and replaced approximately 3 months later. No additional adverse patient effects were reported.